Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that there were intermittent connections in the system interconnect cable. The cable was repaired. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the left monitor on the system 9800 would intermittently go blank creating delay. There was no adverse patient involvement reported. There was no patient information reported.